Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2020 and barbed suture was used. The suture was broken during dermostitch. Additional one needle-suture was used, but there was no problem with the operation. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/03/2020. Additional information: d10, h6. Additional h3 investigation summary: it was received for analysis an empty opened labeled winding former and a needle-suture piece of product code sxpp1b105. During the visual inspection of the needle/suture piece marks on body needle could be observed and the end of the suture was noted with a lineal cut appears to be by use of a surgical instrument. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the sample condition, the assignable cause of the performance suture breakage is an improper handling.